Event description:
It was reported that the customer was in intensive care unit for two days. He was hospitalized on (B)(6) 2015. The customer had a diabetic ketoacidosis. His blood glucose level came down and stabilized on insulin drip. He was placed back on the insulin pump three times and each time he experienced a high blood glucose level. His blood glucose level was over 450 mg/dl. The customer was wearing his insulin pump at the time of the emergency room visit. He found white indentations on the tubing. In the alarm history no delivery and low reservoir alarms were found. The insulin pump's bolus history was inaccurate. The customer also had issues with the sensor's readings. He stopped using the sensor. The insulin pump was not putting out as much insulin as requested. The product was not returned. Nothing further to report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).